Event description:
The patient had a gastrointestinal procedure known as esophagogastroduodenoscopy (egd) done using the distal end cap IFU that is manufactured by steris and the end cap of the scope dislodged and was retained in the patient as a foreign object.